Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented to the hospital after receiving inappropriate atp and hv therapy. The device was double counting the r-waves on the ventricular channel. Programming changes were recommended.